Event description:
During the breast biopsy procedure, upon opening the packaging, the physician noticed that the applier was damaged. Another marker device was used from the same box to complete the procedure. No pt consequence was reported. One device was returned.